Manufacturer narrative:
A steris service technician arrived at the facility and found the unit had leaked water onto the workstation cart the system 1e was located on and the floor. The leak was cleaned using towels. The volume of the leak was approximated to be less than one gallon of water. The technician initiated a diagnostic cycle and found water leaking from the pressure transducer located in the sterile filter housing. The technician removed the pressure transducer from the filter housing, applied new teflon tape, and reinstalled the pressure transducer. A diagnostic cycle was ran and the original pressure transducer was found continuing to leak. The technician replaced the pressure transducer, performed several diagnostic and processing cycles and observed no leaks. The unit was then returned to service. The unit was installed in december of 2011 and is currently under a steris service contract. The last pm for the unit was completed on april 2, 2013. At this time, the technician verified the proper operation of the unit and no leaks were noted.

Event description:
The user facility reported their system 1e unit was leaking water during a diagnostic cycle, and failed the maxpure filter test. No injuries or procedural delays/ cancellations were reported.